Manufacturer narrative:
One sample outside of the original package and without a lot number was received for evaluation. The visual examination showed hair contamination in the syringe. The reported condition was confirmed. The received product(s) or supporting materials did not meet specifications. A review of the device history record (DHR) could not be conducted because a lot number was not provided. The 12ml syringe is manufactured by an external supplier and the assembly process in the site consists in a pick and place operation in a tray. The condition reported is not generated during the manufacturing process. A complaint notification was sent to the supplier to initiate the investigation of root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/5/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a dark hair inside the barrel and another device had a cracked barrel that was leaking during inspection.